Event description:
Pt fell at home and sustained right subtrochanteric fracture on 10/7/99. In 1999 pt underwent surgery and nail was implanted and locked with spiral blade. On 12/2/99 pt complained of pain. Removed in 2000 and replaced.